Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, nausea and vomiting. The cause of the event was unknown. A day after the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued), meropenem injection (1g, intraperitoneal, once a day, discontinued), and amikacin injection (500mg, intraperitoneal, every alternate day, discontinued) for the event. At the time of this report, the patient remained hospitalized for observation. On an unknown date, the patient recovered from the events. Pd therapy was ongoing. No additional information is available.